Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that a lead safety switch (lss) occurred due to a high out of range impedance measurement of 2179 ohms for the right atrial (ra) lead. The lead was reprogrammed back to bipolar and the impedance remained high. Review of the measurements found that the pacing impedance had acutely increased from 400 ohms to 1500 ohms and there was noise along with increased threshold measurements. A lead fracture was suspected. A revision procedure was performed where the physician noted a fracture in the clavicle region. The ra lead was surgically abandoned and replaced.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The returned ra lead was analyzed. Visual inspection of the lead noted the complete lead was returned. The insulation was abraded through to the conductor coil and the outer coil was noted to be fractured at approximately 292 mm from the terminal end. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region. The noise, high thresholds, high impedance, and fracture allegations were confirmed. Describe event or problem (b5) was corrected to show the lead was explanted and not surgically abandoned.

Event description:
It was reported that a lead safety switch (lss) occurred due to a high out of range impedance measurement of 2179 ohms for the right atrial (ra) lead. The lead was reprogrammed back to bipolar and the impedance remained high. Review of the measurements found that the pacing impedance had acutely increased from 400 ohms to 1500 ohms and there was noise along with increased threshold measurements. A lead fracture was suspected. A revision procedure was performed where the physician noted a fracture in the clavicle region. The ra lead was explanted.